Manufacturer narrative:
(B)(4). The DHR review could not be conducted since the lot number was not provided. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The report states: we have had two incidents where this chest tube came apart at the glued seam between the catheter and the cuff. For tube #2 - the break was discovered by the surgeon right after it was placed. The surgeon used tape to secure the tube to drainage system. This tape job disconnected two days later and the tube was removed. Tube stayed in patient 2 days. The first tube was reported in a separate report.